Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 141 mg/dl. It was found that the insulin pump might have been exposed to sweat. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did not have a button error alarm. However, the device had intermittent button response due to corroded keypad trace. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and reservoir tube cracked.